Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As per medwatch number (B)(4): when crna was attempting to put in the catheter, she felt a slight resistance and did not continue the advancement of the catheter, and eventually decided to withdraw the catheter from the patient. It was then noticed that the blue tip/marker at the end of the catheter was not seen (approximately a centimeter) and edges seemed frayed or sheared off. Xrays were taken of lumbar spine 2-3 views, cervical spine 2-3 views and thoracic spine 2 views: no radiopaque linear density or foreign body noted (in all views). No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging was returned for evaluation. The sample was visually inspected, and it was noted that the catheter appeared to be sheared or broken off. It was determined that the shearing was unlikely to have occurred during the manufacturing process, and rather that the catheter sheared during user application. The exact root cause could not be determined at this time. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non-conformances noted during in process or final product inspection. If additional pertinent information becomes available a follow-up report will be filed.